Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 305u27 tissue valve, implanted: (B)(6) 208. (B)(4).

Event description:
It was reported that during the implant of the device, three of the five set screws were turned sideways in the header. Two new set screws were used with a repair kit. The device was implanted and remains in use. No patient complications have been reported as a result of this event.